Event description:
It was reported that, during a meniscus repair procedure, the upper jaw part of the firstpass broke and fell off into the joint when the ultratape was captured with the firstpass. The broken parts could not be removed from the patient. Surgery was resumed without delay, using a back-up device instead. No further complications were reported. The broken part was removed by re-surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The shaft is bent and the suture capture is partially detached. Product was out of the original packaging. No packaging returned. A review of the customer provided image shows a partially detached suture capture. A functional evaluation revealed the needle will deploy when trigger is initiated. Sutures will pass, but the suture capture is partially detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports, during capture of the ultratape, the upper jaw of the first mini broke and fell in the patient¿s joint. One provided photo was reviewed and appears to show a firstpass mini with a broken jaw and confirming a device breakage. Reportedly, the broken piece was initially left in the patient; however, it was later removed in a re-surgery on the same day in the evening. Instrumentation used for the removal of the broken part was not provided. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Per case details, the procedure was completed without delay using a backup device. The patient impact beyond the reported is not anticipated as the broken part was retrieved from the patient. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the upper jaw part of the firstpass broke and fell off into the joint when the ultratape was captured with the firstpass. The broken parts could not be removed from the patient. The procedure was completed without any delay, using a back-up device instead. No further complications were reported. The broken part was removed by re-surgery performed on the same day as the original surgery.